Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was difficult to place due to the patient's anatomy. Repeated positioning resulted in insulation damage to the lead. That lead was not used and a second lead was attempted. The second lead had high thresholds with repeated testing. The lead was not implanted. No patient complications have been reported as a result of this event.